Manufacturer narrative:
.

Event description:
It was reported by the ent physician that the vns patient had laryngeal spasms with stimulation. Additional information was received from the neurologist stating that the patients' vns device settings were decreased to decrease symptoms. The patient did not have a prior history of laryngeal spasms prior to vns. The patient cannot tolerate even low levels of stimulation and his seizure frequency has not changed with vns; however, the patient is experiencing an improved recovery from his seizures with vns therapy.